Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized due to incidence of diabetic ketoacidosis. The reporter states that her blood glucose had been very labile. On the evening of may 24th she was admitted with a blood glucose in excess of 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with IV fluids and insulin. The reporter can identify no other contributing factor to account for the incident. Therefore, the device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.